Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected e/a alarm unspecified anomalies noted. Device received with cracked case, cracked case from display window corner and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had issues with error messages during battery, reservoir and tubing change. Customer¿s blood glucose level was unknown. Customer also reported large crack on the insulin pump. Customer declined transfer to helpline. The device will not be returned for analysis.